Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set cannula was kinked. Reportedly, his blood glucose level was over 700 mg/dl, experienced diabetic ketoacidosis which he self-treated with a correction bolus. Subsequently, he was admitted to the hospital and was given insulin drip and lantus (insulin glargine) which resolved the issue. The infusion set was used for one day. He was hospitalized for two days and there was no permanent damage to him. Moreover, this was the second time that he was admitted into the hospital due to diabetic ketoacidosis that week. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.